Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3 was not being detected. A field service engineer (fse) inspected and discovered the pcba controller module had no lights. Replaced the board, but testing showed continued failure. Tested each drawer and identified drawer 3.1 as the source of the issue. Replaced the board again, and during hta testing all cubies failed, so the retractor band was replaced. The station was rebooted, reconfigured, and a firmware update was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3 failed to communicate and unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.